Event description:
It was reported the unspecified bd vacutainer® citrate blood collection tube experienced overfilling. The following information was provided by the initial reporter. The customer stated: "please see attached picture of another blue top tube from a different lot number that has overfilled."

Manufacturer narrative:
H.6. Investigation: bd has not received any samples however, 1 photo was returned by the customer in support of this complaint. The catalog number and the lot number is unknown therefore the evaluation was limited. The photo does not show the customer¿s failure mode of overfill as the meniscus is below the bottom the cap. Bd was unable to confirm the customer¿s indicated failure mode with the photo that was returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available and DHR could not be performed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the unspecified bd vacutainer® citrate blood collection tube experienced overfilling. The following information was provided by the initial reporter. The customer stated: "please see attached picture of another blue top tube from a different lot number that has overfilled."